Manufacturer narrative:
The customer¿s report of an IV set leaked around the pumping segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0435 inches long. Visual examination under a microscope noted two crush marks to the upper blue fitment. Functional testing was performed; a leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The IV tubing leaked while in the pump. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information received from customer's medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Per customer medwatch: "rn found a very large area of clear liquid on the floor by the patient's bed and tracked it down to the ivf and antibiotic that was leaking form the IV tubing (area of tubing was located inside of the IV pump). Patient didn't receive the hung and signed off vancomycin as prescribed (since it was on the floor instead). Rn came to charge nurse (cn) and together we witnessed the ivf tubing with a leak. It was removed from the pump and retained for inspection. Tape was placed around the area of tubing where it was leaking. We inspected the IV pump thoroughly. No abnormalities or sharp edges seen."